Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient¿s procedure was abandoned on (B)(6) 2019 due to anatomical issues.